Event description:
It was reported that a el314 was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that on the second firing, the surgeon could not fire the instrument. Since it was so hard to fire, a new instrument was used to complete the case. There was no consequence to the pt.